Event description:
Information was received from the healthcare provider via the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. Patient had x-ray after reporting loss of coverage in arms and the leads had moved down. It was reported that the patient is active. An x-ray was done on (B)(6) 2021. Patient was referred to another hcp for replacement of leads with a surgical lead. Hcp replaced lead and connected it to existing battery. Patient had good coverage of stimulation in recovery. Issue has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type: lead. Product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 30-sep-2023, UDI#:(B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 10-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.